Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the third party service center, the display screen was found to be blank and the device was alarming. The device's system board was replaced to address the issue.